Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: investigation is based on event description and returned product. Upon receipt the femoral introducer with loaded filter was advanced through the sheath with the femoral cup sticking at the distal tip of the sheath. The introducer could not be advanced through the sheath tip and the pre-expanded filter legs were severely damaged and pushed upwards against the filter hook, probably during reported attempts to pull the filter back into the sheath. An investigation found the cup of the femoral introducer sticking inside the sheath in the bonding between the blue sheath and the radiopaque band (rb) tip. The dimensions of sheath, sheath tip, and cup of femoral introducer were according to specifications, but the cup was found a little edgy. Cutting open the sheath tip revealed a small edge on the inside, as if the inner sheath wall was scratched by the cup and said edge is considered the reason for the femoral introducer to stick in the sheath tip. Consequently, actions have been taken and appropriate personnel have been notified. It is noted that the patient experienced no adverse effects and that another cook filter was placed. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog #: igtcfs-65-1-fem-tulip. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: upon advancing the sheath through the filter, the filter became stuck in the sheath and the filter could not be advanced. The filter would not come back through the sheath and the filter and sheath had to be removed together. The physician lost access and had to re stick; procedure continued and was completed successfully with another cook filter patient outcome: after access was lost, the physician had to re-stick to continue the procedure to place a different filter. No adverse effects to the patient due to this occurrence were reported.